Event description:
It was reported that the wearable stopped working occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported being hospitalized due to their continuous glucose monitoring (cgm) device ¿not working anymore.¿ however, no specific details were provided regarding the device¿s behavior or any error messages received. Additionally, there were no reports of patient symptoms, treatment or medical interventions, or the duration of the hospitalization. Attempts to follow up with the patient for further details were unsuccessful. At the time of the report, the patient stated they were ¿fine.¿ data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).